Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent performed an initial evaluation of the device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent further evaluated the customer's device and after replacing the power supply assembly as precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
A third-party service agent contacted physio-control to report that their customer's device would not power on. There were no reports of patient use associated with the reported event.